Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blending module was confirmed. The device's oxygen blending module board needs replaced to address the issue.